Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient just had their battery replaced, set it on number 1 and for some reason patient could not feel stimulation. Patient stated they were feeling it really well and could turn it all the way up to 3, which is where the upper limit was their doctor set, and still could not feel stimulation and could barely feel it. Patient stated it did not control their bowels, as they had a terrible time on sunday. Patient stated they set it on program 2 and could feel that. Patient was on program 1, since implant and their amplitude was set less than 2. If they increased past 2, it would hurt really bad, but that would go away if they decreased. No further complications were reported.